Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Dealer initially reports this instrument tip was broken during orthopedic surgery. No broken parts inside the patient. No harm done. On 3/14/2016 dealer has no new information.

Manufacturer narrative:
On 6/6/2016 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis: failure analysis cannot be performed based on the lack of information provided by the customer. No device returned for further evaluation. Device history evaluation. DHR review: nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: there is no applicable variance authorization / deviation history: engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Instrument was not returned.

Manufacturer narrative:
Investigation completed 11/8/2016. Method: failure analysis. Returned scissors showed wear, staining, and a broken tip. The complaint report has been confirmed. Conclusion: the root cause has not been identified as a workmanship or material deficiency.